Manufacturer narrative:
B3: date of event is estimated. D4: the UDI is unknown due to the part/lot number was not provided. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reported through the research article, a conclusive cause for the reported unspecified failure mode could not be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article attached, titled: "comparison of figure-of-eight suture and perclose proglide suture-mediated closure in large bore venous access hemostasis: a randomized controlled trial".

Event description:
This is a randomized control trial which compares the use of figure-of-eight suture versus proglide closure in large-bore venous access sites. Although no device malfunctions or patient injuries were reported, the study mentioned the following medical intervention as potentially related to the use of proglide: blood transfusion & manual compression. There was no significant difference closing large-bore venotomy with figure-of-eight suture versus proglide suture-based closure in this study population; although figure-of-eight is more cost-effective, both options appear equally feasible and safe. Specific patient information is documented as unknown. Details are listed in the attached article, titled "comparison of figure-of-eight suture and perclose proglide suture-mediated closure in large bore venous access hemostasis: a randomized controlled trial".